Manufacturer narrative:
The physical investigation of the device under a microscope found that the silicon sleeve is intact. Residue of the surgery can be observed. The tip of the cannula is protruding from the irrigation hole. The device cannot function in this state. The cause of the damage cannot be determined. As all the instruments are assembled under a microscope it is ensured that the sleeve is placed correctly.

Manufacturer narrative:
Product has been requested for evaluation however it has not been received. The device history records were reviewed and no exceptions were found. The investigation is ongoing.

Event description:
The silicone sleeve on the handpiece broke when in use, exposing the handpiece. The doctor was performing a cataract operation when the tip of the instrument protruded from the silicon sleeve causing a capsular rupture. Due to the capsular rupture vitrectomy was required.